Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . Batch record review: lot 0d01660 was manufactured on 04/26/2020, in (B)(4) line, with a total of (B)(4) market units. Compliance engineer ID (B)(6) performed a batch record review on 05/25/2021, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, order (B)(4), under icc code (B)(4) sap material ID (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based in the analysis phase conclusions, the issue of wnd-pmc 9.6 primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging, for products manufactured at (B)(4) packaging line, are attributed to the following probable causes per failure mode: for trapped in seal or caught in seal the root causes found were: machine: indexing process variation: the indexing process variation was found as one of the major contributors to the open seal (compromised sterile barrier) due to the following opportunities: defective spindle: the spindle for film material indexation was found in bad condition, and film reel stock rotates on itself, which causes film to move inadequately and make blister to be cut in seal or dressings to be trapped in seal. Uncoupling of the blade¿s mechanism: there are discrepancies in the changeover of the wedge of the pulley between maintenance technicians. Even though, the position of the wedge is poka yoke, there is evidence of the usage of incorrect keyway. This affect the indexation process due to the vibrations and unpredictive movements could happen while performing the indexing process. Worn pulley belt and broken pulley belt teeth: there have been significant variation in the indexation process when pulley belt has been detected as defective. The machine preventive maintenance program was revised and as a result, there is not a standardized useful life for the pulley belt. Malfunction of servo motor: there was found an opportunity related to the automation of the (B)(4) machine. It was evaluated the current automation hardware of (B)(4) machine, and it was found that current servo motors are not able to detect sudden failures because the current automation design uses technology that are not up to date. Those failures make the indexation process to make undesired movements of the indexed materials which lead to the trapping of dressing or incorrect cut. Method: unclear steps to perform online rework: there was found an opportunity related to the standardization of the online rework performed at the line. Currently applicable pi31-142 ver. 3.0 - chevron sleeve empacado automático linea (B)(4) , was revised and an opportunity was found regarded to the standardization of the rework perform by the operators in the two (2) point of the online rework process, currently the steps are too general or not specific. A CAPA plan will be generated for mitigate the root causes identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the package was sealed on the product. The product was not used on patient. A photograph depicting the issue was received from the complainant.